Event description:
Remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation, the service center performed a visual inspection and found visible foam particle contamination inside the blower kit, dust contamination and evidence of cigarette smoke exposure. The blower foam was degraded and the device contained multiple error codes e063 (err_stuck_knob_key), e065 (err_stuck_encoder_a), e066 (err_stuck_encoder_b), e053 (err_comp_log_sem_timeout). Although, the unit was functional and recorded 23, 911.3 machine hours, it did not meet criteria for redistribution or recertification. The device was scrapped by the service center after the evaluation was completed.